Event description:
It was reported that during a demo, it was noticed that the irrigation pump was broken, has missing black cover and will not close tightly over tubing.

Manufacturer narrative:
H10: the device, intended for use in treatment, was not made available to the designated complaint unit for evaluation. Thus, visual and functional inspection could not be performed. However, it was noted that the part that was reported to be broken is actually a removable part. Therefore, this was an expected behavior. The anspach console serial number was not provided, thus DHR review could not be performed to confirm if the device met manufacturing specifications. A complaint history review did not identify any similar reports, this issue will continue to be monitored. The probable cause of the issue was that the device performed within expected parameters. A relationship between the device and the reported event could be established.